Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope button 2 capture did not work correctly. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: white crystal contamination possibly simethicone type product observed in the air and water channels. The issue occurred during procedure and the procedure was completed using same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of button 2 capture did not work correctly was not confirmed. In addition to white crystal contamination in channel, which was likely due to user handling, the additional evaluation findings are as follows: light cover glasses fail chipped, light cover glasses adhesive fail worn, optical cover glass adhesive fail worn, distal end adhesive fail worn, insertion tube - condition fail delamination evident, up angle fail not to specification. Further, a comprehensive leakage check was completed prior to the technical evaluation, the device failed the leakage testing as the biopsy channel was found to be leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was simethicone. The event can be detected/prevented by following the instructions for use which state: ¿ operation manual_ inspection of the endoscopic system_ inspection of the objective lens cleaning function. Warning: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor field performance for this device.